Event description:
It was reported by the physician that after pulling a catheter back into the mobicath sheath, the catheter somehow was "sucked" out of the sheath and flipped into the ripv. The physician did not change the product and the case was successful and there were no pt issues. However, the issue makes the approach uncomfortable, the physician must change their approach when they are using mobicath.